Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/25/2026, it was reported by (B)(6) that a female patient stated "using the mouth device for less than a year and it's already cracking on all sides (for comparison, I have been wearing retainers from another brand for over two years and they still look like new, despite taking care of it the same way and just as frequently, with foam and ultrasonic cleaners." It was also reported by christine that she is "assuming cracked in mouth since there are a lot of cracks and it started in the front and then now more so on the molars". The patient started using the device on (B)(6) 2025 and was instructed to continue using the device until a replacement is made and not to go three weeks without treatment. There was no harm caused to the patient. The device was cleaned with ultrasonic cleaner and foam cleanser. No outside clinical evaluation was sought.